Event description:
It was reported that the vns patient underwent surgery to explant his generator and lead due to an infection. The patient was re-implanted with a new generator and lead on (B)(6) 2014. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.